Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. Model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead showed high impedances. It was noted that the high impedances was a result of lead fracture. The patient underwent a revision procedure wherein the leads and ipg were replaced per physician preference. No device malfunction was suspected. The patient was reportedly doing well.